Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), abdominal pain ("abdominal pain") and pregnancy with contraceptive device ("pregnancy (termination)") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included dizziness. Concomitant products included progesterone. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2017, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), device expulsion ("migration of essure device location of device: uterus"), menorrhagia ("prolonged menses"), anxiety ("anxious") and depression ("depressed"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),) and surgery (removal of the essure). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, abdominal pain, pregnancy with contraceptive device, device expulsion, menorrhagia, anxiety and depression outcome was unknown. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, anxiety, depression, device breakage, device expulsion, menorrhagia and pregnancy with contraceptive device to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in october 2012: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2018: quality safety evaluation of ptc. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), abdominal pain ("abdominal pain") and pregnancy with contraceptive device ("pregnancy (termination)") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included dizziness. Concomitant products included progesterone. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2017, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), device expulsion ("migration of essure device location of device: uterus"), menorrhagia ("prolonged menses"), anxiety ("anxious") and depression ("depressed"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),) and surgery (removal of the essure). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, abdominal pain, pregnancy with contraceptive device, device expulsion, menorrhagia, anxiety and depression outcome was unknown. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, anxiety, depression, device breakage, device expulsion, menorrhagia and pregnancy with contraceptive device to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received, reporter added, patient demographics added, events added as : pregnancy (termination), migration of essure device location of device: uterus, device breakage. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), abdominal pain ('abdominal pain'), embedded device ('essure device was embedded in the posterior uterus'), device expulsion ('migration of essure device location of device: uterus') and pregnancy with contraceptive device ('pregnancy (termination)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included fever in 2011, biopsy in 2011, multigravida, parity 2 (((B)(6) 2006, (B)(6) 2010)), pap smear abnormal, anorexia and laxative abuse. Has also battled anorexia and uses laxatives. Previously administered products included for an unreported indication: narcotics and micronor. Concurrent conditions included dizziness, genital bleeding, emotional problems, constipation, nausea, spinning sensation, lightheadedness and weakness in extremity. Concomitant products included progesterone. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), menorrhagia ("prolonged menses"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (laparoscopic bilateral salpingectomy and removal of essure devices and removal of the essure). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, abdominal pain, embedded device, device expulsion, pregnancy with contraceptive device, menorrhagia, anxiety and depression outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, anxiety, depression, device breakage, device expulsion, embedded device, menorrhagia and pregnancy with contraceptive device to be related to essure. The reporter commented: discrepancy noted in essure insertion date -(B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Healthcare provider informed plaintiff that total bilateral occlusion was seen during the essure confirmation test. 1. No uterine anomaly identified on hysterosalpingogram. 2. Bilateral uterine tubal occlusion due to essure microinserts. There are 2 inserts identified on the right and one on the left. Positioning of the device is otherwise within normal limits.; in (B)(6) 2012: results: total bilateral occlusion. Pregnancy test - on (B)(6) -2017: results: confirmed with ultra sound. Positive. Usg 1.015. Ultrasound scan vagina - on (B)(6) 2017: single, live intrauterine fetus at an estimated 5 weeks 5 days of gestational age. The injuries reported in this case, the following one were reported via medical record : embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-sep-2019: pfs and mr received - new event essure device was embedded in the posterior uterus added. Essure insertion date was updated. New reporter, lab data and medical history were added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia ("prolonged menses"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (removal of the essure). Essure was removed in (B)(6) 2017. At the time of the report, the abdominal pain, menorrhagia, anxiety and depression outcome was unknown. The reporter considered abdominal pain, anxiety, depression and menorrhagia to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.